Manufacturer narrative:
Visual and functional analysis was performed on the returned device. During functional testing, the reported deployment difficulty and resistance with the thumbslide were not confirmed. The difficulty removing was not tested due to the condition of the returned unit. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation determined that the reported difficulties were likely related to procedural circumstances. The deployment difficulty, resistance with the thumbslide resulting in difficulty removing appear to be due to ratchet to sheath interaction. The longitudinal tear on the distal outer sheath and inner braiding indicate that the ratchet ear had punctured the inner surface of the sheath preventing further advancement of the thumbslide. It is likely that the distal sheath was kinked in the anatomy resulting in the ratchet to sheath interaction. The difficulty removing was likely the result of the tip catching on the stent during withdrawal with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 - failure to follow steps / instructions was removed.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, mildly tortuous, 70% stenosed superficial femoral artery. An unspecified armada 35 balloon was used for pre-dilatation, and a 5.5x100mm supera self-expanding stent system (sess) was advanced. Before deployment was complete, the nose cone became stuck with the stent, and the stent was removed along with the delivery system. A 5.5x80mm supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: a 5x80mm armada 35 balloon was used for pre-dilatation. Deployment was initiated when the deployment lock became difficult to open. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, mildly tortuous, 70% stenosed superficial femoral artery. An unspecified armada 35 balloon was used for pre-dilatation, and a 5.5x100mm supera self-expanding stent system (sess) was advanced. Before deployment was complete, the nose cone became stuck with the stent, and the stent was removed along with the delivery system. A 5.5x80mm supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.